Event description:
It was reported that during this case the femoral head impactor tip had a piece that broke off of it when using the instrument to disengage the femoral head from the neck taper. Part of the device fell into the patient which was removed but caused a 5-15 min delay. Patient did not experience any adverse event as a result to the surgical delay. Patient was last known to be in stable condition following the event. Pictures of the broken instrument are attached. It will be returned and a new one ordered to replace it.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.